Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, after a tavr case by carotid approach with a 23mm s3u valve a spiral rip of the distal tip of the sheath was identified after it was removed from the patient. There was no resistance felt during the procedure. There were no complications involving the patient.

Manufacturer narrative:
The sheath was returned for evaluation. The device was visually inspected and the liner was noted to be fully expanded. The distal tip was torn radially along the distal liner edge. Stretching with observed at the torn region. The tip did not open along the axial score line but the score line was confirmed to be present. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and did receive one additional report of a torn distal tip. The event is still pending engineering evaluation. During manufacturing of the esheath plus introducer sheath, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery was provided of the patient's anatomy. Some calcification was present in the patient's right carotid. Post-procedural imagery showed the distal tip of the sheath was torn. The ifus , device preparation training manual, and procedural training manual were reviewed. The physicians are instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, when inserting, manipulating, or withdrawing a device through the sheath, always maintain sheath position. During delivery system insertion through the sheath, correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Take care when handling. Do not bend system at the handle or tip. Maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in the rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as single unit and replace. Do not over-manipulate the sheath at any time. Check delivery system is locked in default position and edwards logo up. Insert loader completely into sheath until it stops. Ensure wire is still in lv. During sheath removal, remove the sheath entirely without torqueing ensuring the edwards logo is facing upwards. Do not re-advance the sheath at any time during removal. Hemostasis will not be maintained if the sheath is partially removed past the partially expandable section. Reinsert dilator into the sheath or have an appropriate dilator ready to occlude the vessel if required. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra ) was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. As the distal tip component and manufacturing process for the esheath and esheath+ are identical, the scope of the pra covers both product families; therefore, remains applicable to esheath+. In this case there was no patient harm as the distal tip tear was observed after removal from the patient. A corrective action / preventative action (CAPA ) was previously initiated to pursue potential process improvement activities regarding tip expansion. There was no confirmed manufacturing nonconformance identified during evaluation. The torn sheath distal tip was confirmed per evaluation of the returned device and imaging evaluation. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Per the complaint description , 'after a tavr case by carotid approach with a 23mm s3u valve a spiral rip of the distal tip of the sheath was identified after it was removed from the patient'. Per evaluation of the returned device and imaging evaluation, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in the previously mentioned pra. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the distal tip tear. Additionally, 3mensio imagery was also provided and shows the presence of calcification along the access route to the deployment location. Per the training manual, 'push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification'. Calcification, if protruding or eccentric, can influence the axial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time.